Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that during the atrial fibrillation paroxysmal redo procedure, a faradrive steerable sheath clear was selected for use. During aspiration, prior to farawave catheter insertion, air bubbles were aspirated from the valve of the faradrive steerable sheath clear. No leak or air in patient was observed. A pump at 100ml/h was used for irrigation of the faradrive steerable sheath clear. The procedure was completed successfully using different faradrive steerable sheath clear. No patient complications have been reported. The product is not expected to return as it was disposed.